Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the screw on the new system controller broke off inside the threaded port. The system controller was not used and a new system controller was opened.